Event description:
It was reported that unipolar lead impedance was greater than 2000 ohms, bipolar r-waves were between 1.8 and 2.2 mv, and no capture was seen at 4.5 v. A chest x-ray showed a lead fracture. No noise was seen with pacemaker pocket manipulation. A new system was implanted and the chronic system was programmed to 45 ppm in vvi mode. The outputs were lowered as much as possible. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.